Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a patient/customer¿s adc freestyle libre sensor displayed a ¿replace sensor¿ message after 11-days of wear. The caller further reported that on (B)(6) 2019 the patient/customer was feeling hypoglycemic and lost consciousness but could not receive a sensor result so she self-presented to a hospital. At the hospital, customer was treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on product download . No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported a patient/customer¿s adc freestyle libre sensor displayed a ¿replace sensor¿ message after 11-days of wear. The caller further reported that on (B)(6)2019 the patient/customer was feeling hypoglycemic and lost consciousness but could not receive a sensor result so she self-presented to a hospital. At the hospital, customer was treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.